Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. For the first 2 weeks following the procedure, the patient experienced severe pain. After that two week period, the pain slowly eased, but never went away. The pain is now concentrated in the right groin, running down the inside of her right thigh and up into her right hip. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent complex surgery to try and repair damage and remove tape.